Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the supera peripheral stent systems, instructions for use, as a known patient effect of the stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 6.0x150 mm supera self expanding stent (ses) was implanted and one day later the patient experienced thrombosis. The patient was asymptomatic; however the physician suspected thrombosis as the area was the same color as before the procedure. Angiography was performed to confirm the thrombosis. The thrombosis was treated with aspiration and thrombectomy and urokinase was administered. The patient has improved. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received: the vessel was prepared with a 2.0x150 mm and 5.0x150 mm percutaneous transluminal angioplasty (pta) catheters and finally a 5.0x120mm drug coated balloon (dcb) for one minute at 12 atmospheres. The supera stent was implanted in the distal superficial femoral artery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).